Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: : (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and char, a solid carbonized material, was formed close to or on electrode(s) of catheter during ablation procedure. The device (including port, luer hub) was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. There was no error noted from the irrigation pump. The issue was discovered when water was only seen coming out from some holes. To resolve the issue, high flow rate flushing for about a minute was done. There were no issues related to temperature and flow on the catheter. Normal saline was used for isoproterenol. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, scanning electron microscope (sem), irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. Visual analysis revealed char / thrombus residues between the dome and the first electrode. A temperature and impedance test were performed, and no issues were observed. Then, an irrigation test was performed, and the device was found partially occluded, the flow was observed irregular. Due to this condition, a microscopic inspection of the dome was performed and some irrigation hole were observed occluded with a dry reddish material. A sem test was performed to identify the foreign material on the irrigation hole and it was identified that the foreign material observed could be related to an inorganic salt. A manufacturing record evaluation was performed for the finished device number lot 31314151l and no internal action related to the complaint was found during the review. The char and occlusion issues reported by the customer were confirmed. The potential cause of this condition could be related to the manipulation of the device during the procedure, however, this cannot be conclusively determined. The instruction for use (IFU) contains the following warnings and precautions: before initiating the application of radiofrequency (rf) energy, a decrease in electrode temperature confirms the onset of saline irrigation of the ablation electrode. Monitoring the temperature from the electrode during the application of rf energy ensures that the irrigation flow rate is being maintained. Monitor the catheter tip temperature throughout the procedure to ensure adequate irrigation. If the temperature increases to 50°c during rf application, power delivery should be interrupted. Recheck the irrigation system prior to restarting the rf application. Char is a physical phenomenon of rf, it can be the normal result of the ablation process. In addition, the catheter used in conjunction with an rf generator is capable of delivering significant electrical power. Patient or operator injury can result from improper handling of the catheter and indifferent electrode, particularly when operating the catheter. If during ablation, the temperature does not rise, discontinue delivery of energy and check setup. As part of johnson & johnson medtech's process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and char, a solid carbonized material, was formed close to or on electrode(s) of catheter during ablation procedure. The device (including port, luer hub) was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. There was no error noted from the irrigation pump. The issue was discovered when water was only seen coming out from some holes. To resolve the issue, high flow rate flushing for about a minute was done. There were no issues related to temperature and flow on the catheter. Normal saline was used for isoproterenol.